Event description:
Customer reported she experienced low blood glucose of 44 mg/dl and the insulin pump did not alarm her to let her known she was low. Customer thinks the transmitter was not working. Customer was unable to troubleshoot because she was at work. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.